Event description:
The customer reported that the pump had an alarm. Instructed to change the infusion set and review the two high bg rule. Later the customer called back and reported that they have been released from the hosp due to high bgs and dka. The customer was concerned the pump was not working properly and that was why customer was getting the alarms. It was indicated that after running ten units of insulin customer saw the insulin leaving the tubing and saw what the problem was. The infusion set was changed again.